Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that after undergoing a battery replacement and after interrogating and applying the settings, on the new device, the patient had an immediate cardiac arrest. The patient was admitted to the ICU for cardiac monitoring and is doing fine now. Additional information received noting that the patient had no prior history or cardiac events. The patient experienced asystole intraoperatively, and their heart rate prior to the event was 81 and during it was noted to be 'asystole'. The arrhythmia is believed to be related to stimulation as it correlated with the on time. The implant was completed and the device was programmed on and there was no further reoccurrence of the event. No other relevant information has been received to date.

Event description:
It was further reported that following the procedure, CPR was performed and after 5 minutes of adequate breathing, the patient experienced neck discomfort and desaturation, muscle spasms, and stridor. This was followed by securing airway and mechanical ventilation. Device interrogation also linked the timing of laryngospasm episodes with the vns cycle. No additional relevant information has been received to date.

Manufacturer narrative:
B2, outcomes attributed to adverse event, corrected data: initial report inadvertently did not select an outcome. D4, primary UDI number, corrected data: initial report inadvertently did not include the primary UDI number. H6, health effect - impact code, corrected data: initial report inadvertently did not include f08 and f2306 coding.